Manufacturer narrative:
Main investigation conclusion the reported event of low bus voltage was able to be confirmed via review of the log files. The mobile power unit (mpu) (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days ((B)(6) per timestamp). Events captured on (B)(6) 2021 took place in the testing labs at abbott. Atypical power cable disconnect alarms were intermittently active on (B)(6) 2021 at 08:45:44 ¿ 13:05:59, and 15:45:35 ¿ 15:46:03. These alarms were caused by sudden losses of bus voltage on the black power cables while the controller was connected to the mpu. The alarms cleared shortly after activating. The driveline was disconnected on (B)(6) 2021 at 10:02:22 and the controller was shut off at 10:02:50. There were no other notable alarms active in the log file. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-06104 it was reported that the patient's log files were sent in for review following power cable disconnect alarms on the black power lead. These alarms persisted despite being hooked up to battery/clip. The clips and batteries were switched out but the alarms persisted. As a follow-up, the patient switched back to their mobile power unit (mpu) and the alarm occurred once more before eventually resolved on its own. The patient states that they attempted to switch to batteries/clips again later in the evening and the same alarm occurred but did not reoccur when they went back to the mpu. They reported it was the black lead the whole time. Left ventricular assist device (lvad) interrogation revealed several power cable disconnect events yesterday with the loss of external power alarms (as well as a low flow alarm early on the morning of (B)(6) 2021; likely in the setting of hypertension). The patient was unable to tell if they had tried switching over her white cable as well while the black lead was alarming. Given the difficulty with getting the patient in the clinic at times, the decision was made to go ahead and switch out their primary system controller. Upon review of the log files no external power event on (B)(6) 2021 were revealed. It appeared that the white cable was switched over while the black lead was possibly alarming. This issue occurred on batteries and with the use of the mpu. This indicated that this was a possible controller black power lead issue. Additionally, there were two log flow events on (B)(6) 2021 . The low flow events occurred at times when the pulsatility index (pi) was elevated.